Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow button stopped working tonight, states within the last hour, he was changing cartridge and went to rewind and button would not respond. Prior to tonight, there were no issues with button response. All other keypad buttons are working properly. Up until a few days ago patient was wearing pump clipped to waist, but clip broke and has since been carrying pump in a pocket. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and contrast keypad buttons are unresponsive. The pump was opened to investigate, and the keypad flex connector latch was found to be open. When the flex connector was closed, all keypad buttons responded appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.